Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had displayed e7 (electronic error). It was also reported that the vibra- alarm in the device was no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.